Manufacturer narrative:
The rate seen (98 worldwide reportable incidents out of estimated 224,000+ procedures performed to date) is approximately 0.043% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient diagnosed with a possible infection. The clinic reported that on july 3rd the patient experienced an effusion from a wound and a pain that was too strong to stand, the patient felt malaise and visited the clinic on july 4th. It was noted that there was no fever. During the clinic visit on july 4th, the clinic opened the wound area to drain the effusion, cleaned the wound with saline solution, one stitch, and prescribed an antibiotic and pain reliever for one week.